Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced changes in variation of impedance readings. It was reported diagnostic testing revealed the patient's impedance values were high. However, two weeks later, the impedances were normal or lower values. Reprograming was only able to partially resolve the issue. X-rays were taken and the patient was advised to turn stimulation off for a week. Additional intervention revealed the patient underwent surgical intervention wherein the device was explanted. Please note: the explant date is unknown.

Event description:
Additional information revealed the patient was not receiving effective pain relief from the system. In addition, the device was explanted on (B)(6) 2017.